Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h10 explant was reported due to "issues with the valve coapting properly". The investigation found that all leaflets contained calcifications. Leaflet 2 was torn, associated with calcification. Leaflet 1 and leaflet 2 had fibrous pannus ingrowth on the outflow surface. There were detached collections of fungal hyphae which were a probable contaminant. There was no inflammation. The cause of the tear could not be conclusively determined; however, the tear was associated with calcifications. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings section of the instructions for use (B)(4), "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis". The limited mobility of the leaflets and tear associated with calcifications, further exacerbated by the pannus ingrowth, is consistent with the valve not coapting properly noted prior to explant.

Manufacturer narrative:
Additional information: b5. Correction: d1.

Event description:
Additional information received indicates that the product model was a trifecta, not a trifecta gt.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that in 2017 a trifecta¿ gt valve was successfully implanted in a patient. On (B)(6) 2021, the patient presented to the clinic due to issues with the valve coapting properly. The device was explanted and replaced with a 21mm non-abbott device to resolve the event. The patient remained hemodynamically stable throughout the procedure. The patient is stable. No additional information available regarding this event.